Manufacturer narrative:
The insulin pump was received with stripped battery cap on the coin slot, cracked battery tube threads, cracked reservoir tube lip and scratches on the display window. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and battery cap damage. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting for battery cap damage was performed. Customer advised they twisted the battery cap the wrong way and the device went blank. Customer advised the end of the insulin pump was chewed up and the device shut off as a result of no battery power. Customer was unable to remove the battery cap using a quarter and flathead screw driver. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.